Event description:
The patient called lifescan and alleged that their meter was set to the incorrect unit of measurement. The patient visited their physician for assistance. The physician tested the patient's blood glucose and the result was 121 mg/dl on a different meter. No other treatment was reported. Prior to visiting the physician, the patient had something to eat/drink. The meter was previously set to the correct unit of measurement and they stated that they did not change the settings on the meter. Based on the information supplied by the patient there is evidence of a meter malfunction, however, there is no indication that the meter contributed to a serious injury. A replacement meter is being sent.